Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported a 1707/coupling issues error. The following troubleshooting steps were performed; recommended patient lean forward while sitting to optimize ins position, repositioned the recharger. Caller states if pt moves the slightest bit, it goes back to searching. The troubleshooting steps that were taken on the call resolved the issue. Caller confirmed pt is successfully charging at excellent connection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that¿she is having trouble. She wants to know the best range for over active bladder. The patient can't even stand up without it pouring out of her. Patient said it started after her prolapse surgery on (B)(6) 2021. Patient services asked patient what her current setting was. She said 4.0 ma on program 1. Then she said it went to 4.0 volts to .7 volts and she said she doesn't know how. On the call she increased the stimulation to 1.9 ma where she could feel it but it didn't hurt. Patient services told caller to monitor her symptoms for a couple days and see if they symptoms improve. The patient's relevant medical history included patient said her bladder, bowl, and urethra everything collapsed in (B)(6) 2020. Patient had prolapse surgery in (B)(6) 2020. She had to wait because of covid.